Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The following cosmetic damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump alarmed motor error. Customer's blood glucose was 100 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised the device need to be replaced. Customer agreed to return the device for further analysis.